Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. (B)(6).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were underfilling.

Manufacturer narrative:
Date received by manufacturer.